Manufacturer narrative:
(B)(4). The lot number was not reported by the customer. Sales history records were reviewed for the most recent lot sold to the customer prior to the event. A device history record (DHR) review was performed on that lot number and there were no relevant findings. Complaint verification testing could not be performed because no sample was returned for analysis. A DHR review was performed and it did not reveal any manufacturing related issues. The probable cause of the needle cracking could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the needle hub cracked during use.

Manufacturer narrative:
Qn#(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the needle hub cracked during use.